Event description:
Hospital personnel were performing a daily test of the device and, according to the reporter, when the device was powered up, a crackling noise was heard and smoke was seen emitting from the device. The reporter stated that the device was powered down and would not power up again.